Event description:
The pt reported that if they press at all on their implant site in back, they felt stimulation when they should not feel stimulation since about 3-4 days ag. The pt. Said they felt the therapy stronger where they sat down in a chair or lay down. Pt. Said "it felt like the spinal cord stimulator(scs) was stimulating when it did not need to be." Pt said they were afraid a "lead may be misplaced." Pt denies any falls or trauma. Pt said it was "not hurting" just vibrating differently. Pt said they had 50.4% charge. Pt mentioned they were implanted in (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)